Event description:
It was reported the pt experienced urinary retention and did not have a bowel movement post implant. The pt was hospitalized and later had the system explanted. No signs of a hematoma or an infection were observed. The explanted products have been retained by the facility.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.